Manufacturer narrative:
The device was returned to the manufacturer for evaluation and complaint investigation. This investigation is currently on-going. The results will be sent to FDA via follow-up MDR within thirty days of investigation conclusion.

Event description:
Se found leaking at the y connection, hard tubing breaking away from y connector with any twist. Seems as though the set is not bonded.

Manufacturer narrative:
The malfunctioning device was returned to vygon us for evaluation and investigation. After conducting this investigation into this malfunction vygon can confirm a quality problem with this product as it relates to form, fit and function. Examination of the returned sample indicates that the cause of this non-conformity was due to insufficient bonding solution used for an adequate bond on the trifurcate. The od size of the tubing had also contributed the this issue, as this combined with the lack of solvent did not create a strong bond. Corrective action: both product and process changes have been made. Changes to dimensions, solvent composition, and bonding application have been applied to future production of ams-530. Test was done on both sterile and non-sterile samples all have been completed with full conformance to the acceptance criteria.